Manufacturer narrative:
Disposed of.

Event description:
Second revision surgery - due to lack of range of motion; scar tissue. Reference first revision (B)(4), date of surgery (B)(6) 2014.

Manufacturer narrative:
The reason for this revision surgery was reported as instability after 2.5 months of patient use. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the need for revision. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the instability was reported as lack of range of motion and scar tissue. There is no information reported that showed a material, design, or manufacturing problem with the product.